Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the adhesive around objective lens had wear. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The origin of this complaint was a regular or device inspection, and there were no direct indications of defects from the user. Therefore, an investigation reported by the customer is not necessary. A root cause could not be identified. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. In addition, the following reportable malfunctions were identified during the device evaluation: there was corrosion around forceps elevator lever. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.